Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. The patient's condition was stable.